Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-068946 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the system is not marketed in the united states and it is not similar to products marketed in the united states.